Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. During the procedure, the balloon of a 5f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. It was retracted when the user withdrew the device until the balloon abuts the distal tip of the unknown procedural sheath. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was prepped according to instructions for use (IFU). The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 20-minutes. The patient recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The advancer tube was engaged to the tamp lock. The sealant and the procedural sheath were not returned. The catheter was inspected for anomalies and no anomalies were observed. Per microscopic analysis, the source of the leak was a radial tear in the balloon, approximately 5.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1828202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed during analysis of the returned device. The balloon pull through was caused by a tear in the balloon. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1828202) presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During the procedure, the balloon of a 5f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. It was retracted when the user withdrawn the device until the balloon abuts the distal tip of the unknown procedural sheath. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was prepped according to instructions for use (IFU). The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 20-minutes. The patient recovered. The device will be returned for evaluation.